Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unknown procedure, the stapler became locked and the jaws were unable to open. The surgeon opened another stapler to complete procedure. The device was locked out prior to the case beginning and was not involved with the patient in any way. It was removed from the room and another device was opened to begin the case. It's unknown what troubleshooting steps were taken to try and open the device. The jaws did not eventually open. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/22/2020. D4: batch #u5c766. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one gst45b reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed, as the device performed, opened and closed without any difficulties noted.